Manufacturer narrative:
Concomitant medical products: item name: taper stem plug, catalog number: 00596009900, lot number: 62460517. Item name: stem extension replacement screw, catalog number: 00598009000 lot number: 62535227. Item name: nexgen femoral cemented lps-flex size e left, catalog number: 00576401551, lot number: 11400782. Item name: nexgen ally poly patella 32mm dia 8.5mm, catalog number: 00597206532, lot number: 62530139. Item name: nexgen prolong lps articular surface, catalog number: 00596203217, lot number: 62096430. This report is 1 of 4 for this patient: 0002648920-2016-04405/3007963827-2016-00085/0002648920-2016-04406/0001822565-2016-04843.

Event description:
It was reported the patient underwent a revision for pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Surgical notes revealed no information regarding the condition of the explanted devices cited in this complaint. Pre-op diagnosis was "pain". During the revision procedure the surgeon noted that the patient had good medial stability, but about 4 - 5mm lateral laxity preoperatively. Post op, she had full extension, full flexion to about 130 deg with good patellar tracking and about 1mm each of varus-valgus laxity. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to pain and limited range of motion. Operative reports received, note that intra-operatively, lateral laxity was noted. All components were revised.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The post operative x-ray review provided in revision operative notes revealed good prosthesis alignment, patella tracking and no evidence of loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The following report is submitted to relay corrected information.